Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7081779, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI)#: (B)(4). Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient experienced rib and abdominal stimulation. The patient underwent a spinal cord stimulator (scs) lead revision and was doing well postoperatively. The device remains implanted and in service.